Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. Log review confirmed self-check failures for pneumatic system compressors 1001 and 3001 on july 27,2025. Testing showed the device operated normally, passing stress and calibration testing. Internal inspection revealed kinked tubing at the post- compressor flow screen and dust debris in the flow screen, both of which can restrict flow and trigger faults. These conditions likely contributed to the logged events. The flow screens and tubing were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.